Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion in a mildly tortuous part of the distal tibioperoneal trunk. The stent would not deploy.